Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device indicated that all external and internal components were in appropriate post clip-deployment position. However, the sheath was torn at the distal end. Based on the investigation findings, the probable root cause for the torn sheath is tight tissue tract. Instead of the tubeset sliding easily within the sheath, tissue compression forces may cause the sheath to drag along with the tubeset as it is distally advanced, causing the garage leaves to puncture into the sheath and shred it. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the clip was successfully deployed and the device achieved hemostasis. After removing the device from the anatomy, it was observed that the sheath looked frayed and shredded. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Event description:
A system error (se) 2240 was found during a review of the event logs of a returned homechoice (hc) cycler. This occurred on (B)(6) 2010, during an unspecified cycle. No patient injury or medical intervention was reported. No additional information is available.